Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was capped and replaced due to high thresholds and high, spiking impedances. It was also reported that the rv lead exhibited noise. No patient complications have been reported as a result of this event.